Event description:
Intermittent loss of capture on the rv channel was captured by an external holter monitor. Patient was experiencing syncopal episodes. Periodic iegm on home monitoring from (B)(6) 2022 shows what appears to be intermittent noise on the rv channel which was not sensed by the device. Full lead evaluation was recommended. Lead remains implanted. Should additional information be received, this file will be updated

Manufacturer narrative:
Lead capped (B)(6) 2022. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.